Manufacturer narrative:
(B)(4) on 07jan2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Reported via medwatch letter medwatch mw5091540: (B)(6) 2020: prestige instrument broke during process. Found in bag so was contained at all times in the bag. The entire clip of the grasper broke off during the case. Procedure: robotic assisted total laparoscopic hysterectomy (>250g, with add'l difficulty due to the large broad fibroid in the lus), bilateral salpingectomy, ureterolysis, cystoscopy. FDA safety report ID# (B)(4). (B)(6) 2020 additional information: what was the procedure that was being performed? Robotic assisted total laparoscopic hysterectomy (>250g, with additional difficulty due to the large broad fibroid in the lus), bilateral salpingectomy, ureterolysis, cystoscopy. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? No, the entire clip of the grasper broke off during the case into the "alexis bag"; all pieces were contained within the bag at all times. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No. What was the patient¿s outcome? Discharged home on post op day one as anticipated. Was the procedure completed as planned? Yes. Can you please send all parts of the instrument for evaluation? The device has been saved and is available for return. Do you have the lot number? Na. No further information available.

Manufacturer narrative:
Follow up - parent record (B)(6) - the product was returned, and an evaluation was performed. The root cause of the reported issue is that the instrument has been reworked by an unauthorized 3rd party repair. Visual inspection of the device revealed evidence of third-party modifications. Specifically, dimensional inspection of the returned device reveals approximately .008¿ of material had been removed by a 3rd party from the clevis (component # 11500c) which contains the jaw and linkage mechanism of the final assembly. The lot code had also been removed from the device through 3rd party modifications. Because of this, no DHR review is possible. Additionally, visual inspection of the returned device revealed that the OEM shaft insulation installed by the supplier had been removed and replaced. While the missing lot code limits the ability to establish the exact date of manufacture, attributes of the design suggest this device was likely manufactured prior to 2012, which would suggest the device is at the very least 8 years old. Although an exact root cause cannot be attributed to this failure mode, the investigation revealed observable evidence of 3rd party modification which is likely to have been causal. Supplier design change resulted in changes to the jaw design which has reduced the incidence of this particular failure mode. Third-party modifications, can have varied and adverse effects on medical devices. In addition, the supplier opened a CAPA in june of 2011 which resulted in a design change, which was approved in october of 2011. The CAPA and associated design change resulted in validated changes to the jaw design which decreased the incidence of jaws breaking. There have been no issues identified with the material or manufacturing process. A review of the bd complaint system was performed for this instrument over the last two years. There have been no other reported complaints with the supplier for this reported issue. The product has been manufactured and tested according to the specifications.

Event description:
Prestige instrument broke during process. Found in bag so was contained at all times in the bag. The entire clip of the grasper broke off during the case. Procedure: robotic assisted total laparoscopic hysterectomy (>250g, with add'l difficulty due to the large broad fibroid in the lus), bilateral salpingectomy, ureterolysis, cystoscopy. FDA safety report ID# (B)(4). 07jan2020 additional information: 1. What was the procedure that was being performed? Robotic assisted total laparoscopic hysterectomy (>250g, with additional difficulty due to the large broad fibroid in the lus), bilateral salpingectomy, ureterolysis, cystoscopy. 2. Did any part the instrument fall into the patient¿s body, and if so, how was it retrieved? No, the entire clip of the grasper broke off during the case into the "alexis bag"; all pieces were contained within the bag at all times. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? No. 4. What was the patient¿s outcome? Discharged home on post op day one as anticipated 5. Was the procedure completed as planned? Yes. 6. Can you please send all parts of the instrument for evaluation? The device has been saved and is available for return. 7. Do you have the lot number? Na. No further information available.